Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners patient was examined by their dentist and received treatment for a tooth abscess that was deemed necessary and could not wait until their byte treatment was complete. The patient experienced significant pain from and infected molar in an old filling that had cracked. It is the dentist suspicion this occurred due to byte aligner treatment. Treatment included replacement of a filling that did not change the shape of the tooth or bite. The dentist recommended that the patient have their orthodontic treatment treated by a specialist that can provide in-person appointments, they are concerned about the oral health of the patient. This information was provided in a letter of recommendation (lor) from the patient's dentist. Also, patient reported that they noticed receding gums on the left bottom and their gums bleed every time they wear the aligners. No lor was received for this.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.